Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 350 mg/dl. Customer¿s current blood glucose value: 75 mg/dl. Customer ate dinner and soda, pudding and graham crackers. Customer treated high blood glucose with insulin pump. The customer was wearing the insulin pump within 48 hours of the event. During hospitalization, customer was treated with manual injections on a sliding scale. The insulin pump passed self test and high pressure test. Customer declined troubleshooting for insulin pump settings. The device is not expected to be returned for analysis.